Event description:
It was reported that the right atrial (ra) lead was observed as pulled back and dislodged on fluoro. High thresholds and no capture was also noted. The lead was repositioned and remains in use. No patient complications have been reported as a result of this event.